Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing was broken at site connector and leaking. The infusion set had been used for over 24 hours. The site location was the patient's abdomen. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.